Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead migrated and the patient experienced stimulation in an unwanted area. It was also noted that the patients lead had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was not returned as it was discarded by the medical facility.